Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: machine pressure sensor auto-zero failed" error message (1109). There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "check vent: machine pressure sensor auto-zero failed" error message (1109). The device was returned to the dealer and evaluated; however, the issue was not duplicated onsite. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the issue was not duplicated when running the device. The se noted that the event log was reviewed and was able to confirm that a "check vent: machine pressure sensor auto-zero failed" error message (1109) was recorded. The se reported that the solenoid valves (2 and 4) were replaced to resolve the issue. The device was cleaned, and a run-in test and functional test were performed. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.